Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was observed that ventricular noise leading to inhibition of ventricular pacing was observed on the implantable cardioverter defibrillator. The noise was determined to be a common mode inhibition during implant. The device was exchanged during the procedure and the noise stopped once the second generator was inserted into the pocket. The patient was stable.